Event description:
The company was notified that the patient's device was explanted due to medical reasons. Advanced bionics will provide a supplemental report when more information becomes available.